Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Only the 4-way valve was returned for evaluation, so the complaints of the sieve beds being blown and the unit not alarming could not be verified. However, the 4-way valve was identified to be contaminated, likely from the sieve beds being blown. The most likely underlying cause of the unit not alarming was due to a malfunction of the power switch, which was replaced by the dealer.

Event description:
Provider states the unit had complete sieve dump, no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the unit had complete sieve dump, no alarm.